Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. Reported event was to be confirmed by review of medical x-rays. Radiographs indicated acetabular protrusio (bone loss), osteopenia, acetabular loosening and migration, and femoral radiolucency device history record (DHR) reviewed was unable to be performed as t the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: part # unk/ unknown stem / lot # unk. Part #unk / unknown cup / lot # unk. Part #unk / unknown liner/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00902.

Event description:
It is indicated that patient is indicated for a revision procedure due to unknown reasons. No revision procedure is reported date. However, x-rays were reviewed and found acetabular protrusio (bone loss), osteopenia, acetabular loosening and migration, and femoral radiolucency.